Event description:
During baxter's device evaluation, the device experienced a "system error 322" alarm. There was no patient involvement as this was found during evaluation of the device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.